Event description:
It was reported that the tip of an asahi gaia first guide wire had detached and remained in the patient during a percutaneous coronary intervention (pci) to treat a tortuous and calcified occlusion in the right coronary artery. Details are as follows: a 6f al1.0 guide catheter was sent to the right coronary artery opening, and a terumo microcatheter was sent to the right coronary artery occlusion with an asahi sion blue guide wire. The microcatheter was exchanged for an asahi fielder xt-r guide wire. Under the support of the microcatheter, the fielder xt-r guide wire failed to pass through the right coronary artery occlusion lesion and was replaced with the gaia first guide wire. The attempt to pass the guide wire through the right coronary artery occlusion lesion was unsuccessful. When the guide wire was withdrawn, it was found that the guidewire could not be retracted, and the guide wire tip seemed to be released. The attempt to pull out the guide wire with the microcatheter was unsuccessful. Then a boston scientific maverick 2.5x20mm balloon was sent to the outlet of the guide catheter to press the guide wire at 16atm. The attempt was made to drag the guide catheter and the guide wire as a whole, but the guide wire could not be retrieved completely. The reexamination angiography showed that part of the guide wire remained in the middle part of the right coronary artery, the proximal blood flow was not affected, a microchannel was visible in the middle part of the occlusive lesion, and the distal blood flow of the right coronary artery was timi 1. The pci was suspended. The patient is currently under treatment.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross had likely contributed to the reported detachment of the guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion and thus made the core of the guide wire to fracture. Further applied tensile stress generated in removal then made the coil to elongate and eventually fracture; therefore, the tip detached from the rest of the guide wire. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.